Event description:
It was reported that the tubing of the catheter had a pin hole leak. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During procedure inside of the patient, it was noted that there was a pin hole leak on the tubing of the catheter and the device would not hold pressure. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The complaint unit was connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. An attempt was made to wet test the device and the sheath leaked approximately 20cm from the strain relief. Product analysis of the returned catheter device indicated the catheter sheath was leaking approximately 20cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. This is consistent with over tightening of the hemostasis valve. No other issues or defect noted on the device analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿if the hemostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve.¿ (B)(4).

Event description:
It was reported that the tubing of the catheter had a pin hole leak. A 1.50mm rotalink¿ plus was selected to treat the target lesion. During procedure inside of the patient, it was noted that there was a pin hole leak on the tubing of the catheter and the device would not hold pressure. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
(B)(4).